Event description:
Caller reported aviva blood glucose results of 66 mg/dl and 114 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The customer received a blood glucose reading of 243 mg/dl from her contour meter and a reading of 100 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer refused to troubleshoot or provide any add'l info before ending the call. No product will returned.